Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument broke. The procedure was reportedly completed with a backup instrument, with no reports of patient injury.